Manufacturer narrative:
On 8-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) and local reaction, and right-sided ruptured postoperatively. The diagnosis of the capsular contracture was confirmed preoperatively. As a result, the patient underwent removal and replacement with (catalog #: 350475bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. The surgeon indicated that during the revision surgery minimal amount of fluid was collected from both breasts for testing. The test results on the fluids are not provided at this time. Upon explanation, the right-sided device was observed to be ruptured, and the left-sided device was found to be intact. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 10-feb-2020, mentor received additional information regarding the event date. The diagnosis of capsular contracture was made on (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).